Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. The suture broke while sewing the fibroid in surgery. Changed another one to complete the surgery. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photos show a foil package and a broken single arm thread at the suture for product code sxpp1a406. The suture appears to be damaged and extremely stressed. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1a406 was received for evaluation. In order to evaluate the conditions of the returned sample, the suture was to be damaged at the surface, and body fluids. The barbs were to be damaged at the tips, deformation, and any missing. In addition, the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. The product code sxpp1a403 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.